Event description:
A humalog kwikpen that I had been using without incident suddenly jammed. I had primed the pen to eject 2 units prior to dialing my dose, but the kwikpen would not eject the insulin. Following eli lilly's pt instructions leaflet inside the kwikpen container initially. I unscrewed the existing needle, attached a new needle, and tried to reprime the pen, dial my insulin dose and inject. The insulin pen still would not budge with the new (2nd) needle, no matter what dose of insulin I dialed and tried to eject in the air. I unscrewed the 2nd needle, and inserted a 3rd needle, but the problem still existed. My novofine insulin needles weren't clogged: they worked just fine on a different humalog pen also from lilly tone that was not a kwikpen: cartridge # ydo286fsamx; control # a554622a; expiration date: 08/2011; bar code# 3 0002-8725-01 6. The kwikpen remains jammed, and I have stopped using it for safety reasons. Dose or amount: sliding scale, frequency: 3-4x/day, route: subtaneous infection. Dates of use: (B) (6) 2010, (B) (6) 2010. Diagnosis or reason for use: type 1 diabetes. Event abated after use: no. Event reappeared after reintroduction: yes.